Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported receiving a stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed, and the pump was not exposed to a change in altitude. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Pump passed self-test. Successfully downloaded history files and traces using thump. No stuck key alarms noted during testing, however, stuck key alarms were found in the history file on (B)(6) 2025 05:36:32.000 until (B)(6) 2025 07:17:50.000. Pump was cut open to perform visual inspection and found moisture damage to the keypad assembly and pcba 1. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded keypad trace, cracked case, scratched case, battery tube threads - cracked, cracked case-corner of belt clip rails and label damage (stained). Stuck button alarm did not occur during testing, however, stuck button alarms were confirmed in the history files due to corroded keypad traces. Exposed to moisture confirmed on keypad traces and pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.